Event description:
It was reported that the pump shut off unexpectedly. Prior to the shutdown, the battery gauge intermittently fluctuated from 100% to 5%. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.